Manufacturer narrative:
Manufacturing review:the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven months and twenty eight days post filter deployment, computed tomography revealed the filter below the renal veins. Approximately one year and five months later, computed tomography revealed the hook of the retrievable inferior vena cava filter was at the l3 interspace, the inferior vena cava filter was not tilted and all the visualized struts of the inferior vena cava filter perforated the inferior vena cava. Two medial struts touched the aorta. Approximately five months and eleven days later, computed tomography revealed a saddle pulmonary embolism involving the right main lobar and distal pulmonary artery branches. Approximately one year and eleven months later, x-ray revealed an inferior vena cava filter. Around 2 years and 24 days later, computed tomography revealed the inferior vena cava filter terminating below the level of the renal veins, at the level of l3. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for filter tilt. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 05/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis despite anticoagulation. Approximately two years and one month post filter deployment, a computed tomography (CT) abdomen and pelvis without intravenous contrast revealed all the visualized struts of the inferior vena cava filter perforated the inferior vena cava and two medial struts touched the aorta and tilted. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.